Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The baxter technical service representative instructed the home patient (hp) to start over with new supplies. Product surveillance spoke to the hp regarding the reported condition. The hp stated she could not determine what caused the alarm to occur. The patient has retained the cassette. No patient injury or medical intervention was reported. The home patient is continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted if additional information becomes available.

Event description:
A vns surgeon's office reported to our country representative in (B)(6) that they had a vns pt who developed a postoperative infection at the generator incision site with wound dehiscence and had their vns generator explanted. The pt's infection is being attributed to their implantation of the vns. No pt trauma or manipulation of their vns site was reported prior to their infection. Their infection has since resolved and the pt will be getting another implantation of the vns.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).